Event description:
A doctor's office alleged that an employee had experienced a reaction with symptoms of hives, redness, burning, and skin irritation after wearing a radiation gown which had previously been cleaned with caviwipes1 xl.

Manufacturer narrative:
The employee had sought further medical attention at an urgent care facility. The urgent care doctor had prescribed steroids and silvadene for treatment of the symptoms. The employee has fully recovered and is doing fine at this time. The product involved in the alleged incident was not returned; therefore, a retained sample was evaluated, yielding results within specifications.